Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline vantage that had resistance during delivery int he non-medtronic microcatheter and could not achieve full wall apposotion. The patient was undergoing a procedure for pipeline vantage flow diversion stent treatment of a left internal carotid artery (lica) unruptured fusiform aneurysm. The aneurysm max diameter was 5mm and the neck diameter was 10mm. Vessel tortuosity was severe. It was reported that the pipeline and all accessory devices were prepared per the instructions for use (IFU). The catheter was flushed continuously with heparinized saline. During deployment, the pipeline experienced resistance in the distal end of the non-medtronic microcatheter. The physician attempted to reduce the slack in the system to resolve resistance during deployment but it did not resolve the issue. The pipeline could not achieve full wall apposition due to torquing and twisting of the distal end of the stent. More than 50% of the pipeline stent was deployed when the failure to open was observed the pipeline was not positioned in a bend. The pipeline was resheathed more than 2 times; no other steps or devices were used to open the pipeline. It was resheathed and removed with the microcatheter. No damage was observed to the pipeline or the microcatheter. The same microcatheter was then used to deliver another manufacturer's stent to successfully complete the procedure. There was no harm or injury to the patient. Ancillary devices: rist 7f 105cm radial access guide catheter, sophia 5f guide catheter, xt27 microcatheter, synchro 14 guidewire, lepu coils, acclino 8x20 stent.

Manufacturer narrative:
H3: product analysis #(B)(4) :equipment used: video inspection system (m-78210), ruler 200cm (m-83361) as found condition: the pipeline vantage shield embolization device and xt-27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline vantage shield outer carton. The pipeline vantage shield braid was returned within the xt-27 catheter. Damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The distal and proximal ends of pipeline vantage shield braid were found to be fully opened and slightly damaged. No damage was found with xt-27 catheter. No damage was found with xt-27 catheter. No other anomalies were observed. Testing/analysis: the pipeline vantage shield braid was pushed out from xt-27 catheter hub without any issue. Conclusion: based on the analysis findings, the pipeline vantage shield could not be confirmed to have failure /incomplete open at distal and resistance during delivery. The distal and proximal ends of pipeline vantage shield braid were found fully opened and slightly damaged. No defect was found with xt-27 catheter and pushwire. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline vantage shield more than two times. It is possible that the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the operator was unable to determine why pipeline resisted. The pipeline refused to open and twisted, and the operator was unable to indicate the cause for this either.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.